Manufacturer narrative:
D3: correction h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a contaminated downstream occlusion (dso) sensor was found. The cause of the problem was the contaminated dso sensor, and it was replaced to fix the issue.

Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion at 45.66 with no alarm. There was no patient involvement.